Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unable to capture and grasp leaflets were due to procedural circumstances and patient anatomy. The reported difficult imaging and difficult to remove from anatomy were due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr), flail anterior leaflet, thin and short leaflets for a mitraclip procedure. During the procedure, first mitraclip was successfully implanted at anterior and posterior leaflet 2 (a2p2). During deployment of second mitraclip, difficulty was encountered while grasping and capturing the leaflets due to shadow in echocardiography and multiple chords. A decision was made to remove the clip from the anatomy. During removal, the clip was entangled with the chords and leaflet became flail. Troubleshooting resolved the issue. The procedure was terminated with reduction of mr to grade 3 post procedure. There was no clinically significant delay.